Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components included: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Updated to reflect the information received on 2017-may-16 that indicated that the events reported to the manufacturer on (B)(6) 2016 were related to the event reported on (B)(6) 2017. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2016 it was reported that ever since the patient¿s refill last month (approximately 3 weeks ago) he ¿has been acting funny¿. His legs were weak, he was having trouble getting up, and his legs were so tight. He used to have ¿more push up¿ in his legs, but now he had to use his arms more to get up. His legs tightened up when he tried to move; it wasn¿t like a jumping spasm like before he was implanted, but they definitely tightened up. His feet also started swelling. The symptoms had come on suddenly. No interventions were mentioned. The patient was switching doctors now and the clinic had called to schedule an appointment. He had informed them of the change and was directed to contact the manufacturer. They were also referring him to a specialist. Additional information was received on 25-jul-2016 from a consumer and it was reported that the patient had anmri on (B)(6) 2016 which identified a disc issue. They were still trying to figure out the cause of his issues. He was going to see a specialist on (B)(6) 2016. Additional information received from the patient on (B)(6) 2016. It was reported that they did MRI scan of the cervical spine, thoracic spine and lumbar spine. The cause of the leg tightness, weakness and swelling was not known yet. Per the patient the healthcare provider stated that the patient had a herniated disc in their upper back. The leg tightness, leg weakness and swelling feet had not yet been resolved. Additional information was received on 2017-may-16 from a manufacturer's representative. It was reported that the patient's proximal catheter was revised on (B)(6) 2016. However, the patient was still experiencing therapy issues, so the distal catheter was replaced with a different catheter. Csf backflow was confirmed as well as aspiration from the catheter access port. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 100mcg/day via an implantable infusion pump for a spinal cord injury. It was reported that the patient had a return of spasticity and an abrupt reduction of spasticity relief from their pump on (B)(6) 2017. It was reported that there were no external factors that led to the return of spasticity. It was unknown what troubleshooting was performed. The healthcare professional examined the spinal segment of the catheter and revised a portion of it on (B)(6) 2017. After connecting the two segments the healthcare professional aspirated through the catheter access port and was able to draw back clear cerebrospinal fluid. The problem was solved at the time of the report. The patient's status was said to be, "alive-with injury," at the time of the report. No further complications were anticipated/reported.